Event description:
It was reported the patient presented for an in-clinic check. A capture threshold test was performed, and no loss of capture was observed on the electrocardiogram transmitted from the link module. This lead to a pacing pause longer than desired and the patient fainted resulting in a bruise on their face. The threshold test was concluded, and normal pacing function resumed. The patient was stable. Further information about product details were requested but not yet received.